Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, there was a thin crack found in the adapter, and due to that blood could not be drawn properly. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, there was a thin crack found in the adapter, and due to that blood could not be drawn properly. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 12-nov-2024 investigation summary lot/batch #: unknown bd japan received one (1) used sample and confirmed cracked in the luer adapter. Two (2) photos of the sample were provided for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked adapter was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of cracked adapter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.